Event description:
Related manufacturer reference number: 2017865-2024-39259. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, low defibrillation impedance and insulation damage due to clavicle crush on the right ventricular (rv) lead. Device interrogation revealed noise oversensing, and insulation damage due to clavicle crush causing the guidewire not to be able to advance on the atrial (ra) lead. The physician elected to explant and replace the rv lead and cap the ra lead on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation breach, clavicle crush, noise and stylet could not be inserted were not confirmed. As received, partial lead (connector portion) was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.